Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("worsening of heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and device dislocation ("absence of the right essure micro-insert, suggested it had migrated somewhere plaintiff´s body/migration of essure device location of device: unknown. Posthysterectomy pathology report revealed that the essure coil from right fallopian tube.") In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: there are no guarantees pain will be gone. Unspecified abdominal pain. Concurrent conditions included anxiety since 2006, depression since 2006, pain (vaginal wall with bright red bleeding), joint pain, exhaustion, poor quality sleep, right lower quadrant pain, endometriosis, body mass index normal, hair loss since 2014, weight gain since 2014, human papilloma virus infection, dysmenorrhea since 2005 and hypothyroidism. Concomitant products included ibuprofen for pelvic pain and abdominal pain, amitriptyline hydrochloride (amitriptylin) for pelvic pain female as well as bupropion, duloxetine, iron since 2014, lorazepam and sulfamethoxazole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), pain ("severe connective tissue pain/pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), headache ("migraines / headaches"), migraine ("migraines / headaches") and benign neoplasm ("benign tumor/cyst"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations/weight gain / loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain, right lower abdominal quadrant pain"), menstrual disorder ("abnormal menstruation"), arthralgia ("severe joint pain"), connective tissue disorder ("severe connective tissue pain"), iron deficiency ("iron deficiency"), ovarian cyst ("ovarian cysts / left ovarian cyst / right ovarian simple cyst"), adenomyosis ("uterine endometriosis"), vulvovaginal discomfort ("vaginal discomfort"), hypothyroidism ("worsening of hypothyroidism"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), abdominal discomfort ("lower abdominal discomfort"), mood swings ("mood swings"), abdominal pain ("abdomen pain") and cervicitis ("chronic cervicitis"). The patient was treated with vitamins, duloxetine hydrochloride (cymbalta), bupropion (wellbutrin), oxycodone, progesterone, surgery (total hysterectomy, bilateral salpingectomy and bilateral oopherectomy), surgery (novasure uterine endometrial ablation), surgery (novasure uterine endometrial ablation) and surgery (total hysterectomy uterus and cervix removed), bilateral salpingectomy bilateral oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and abdominal discomfort had not resolved, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, fatigue, female sexual dysfunction, abdominal pain and weight increased had resolved and the device dislocation, arthralgia, connective tissue disorder, pain, iron deficiency, ovarian cyst, adenomyosis, vulvovaginal discomfort, hypothyroidism, depression, anxiety, alopecia, weight fluctuation, mood swings, headache, migraine, benign neoplasm and cervicitis outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, benign neoplasm, cervicitis, connective tissue disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypothyroidism, iron deficiency, menorrhagia, menstrual disorder, migraine, mood swings, ovarian cyst, pain, pelvic pain, vaginal haemorrhage, vulvovaginal discomfort, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, one ovary, uterus, and both fallopian tubes were all removed. Patient's symptom have mostly resolved, though some remain. On (B)(6) 2015- she performed the endometrial biopsy. Current weight: 145 lbs were you advised of any complications from your essure removal procedure? Yes. A post-hysterectomy pathology report revealed that the essure coil from right fallopian tube was never recovered.this coil wasn?t found when the right fallopian tube was removed. X-rays were taken, post-hysterectomy, but, no sign of the missing coil was ever found. On (B)(6) 2015, she underwent novasure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: resulted in bilateral occlusion of fallopian tubes ultrasound scan - in 2015: probable right and left ovarian cysts plaintiff underwent a series of ultrasounds and x-rays, none of which revealed the presence of the right essure coil. Pathology findings from plaintiff´s hysterectomy confirmed the presence of severe endometriosis, ovarian cysts, significant scarring on the fimbriated edge of the left fallopian tube, and the left essure coil, but the absence of the right essure coil, suggesting the possibility that it had migrated somewhere in plaintiff´s body. Pathology report: diagnosis: hysterectomy, bilateral salpingectomy: hyalinization and fibrosis of the endometrial surface, suggestive of previous endometrial ablation. A 0.9 cm leiomyoma. Chronic cervicitis and a small focus of cervical endometriosis. Unremarkable bilateral fallopian tubes. Gross description: the right fallopian tube is fimbriated. The lumen is collapsed and empty. The left fallopian tube is not fimbriated. The proximal lumen contains a coiled metallic object. The remaining lumen is collapsed and empty. Findings: normal appearing uterus, tubes and right ovary. Specimens: uterus, cervix, bilateral tubes to pathology concerning the injuries reported in this case, the following ones was vaginal hemorrhage, dyspareunia , fatigue ,alopecia, ovarian cyst ,were described/confirmed in patient¿s medical records most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet was received. Events added from pfs- chronic cervicitis. And left ovarian cyst, right ovarian simple cyst clubbed to previous events. Reporter information, concomitant disease, concomitant drug were added. Plaintiff date of birth were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("worsening of heavy menstrual bleeding/ prolonged menstruation") and device dislocation ("absence of the right essure micro-insert, suggested it had migrated somewhere plaintiff´s body") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain, right lower abdominal quadrant pain"), menstrual disorder ("abnormal menstruation"), arthralgia ("severe joint pain"), connective tissue disorder ("severe connective tissue pain"), pain ("severe connective tissue pain"), iron deficiency ("iron deficiency"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), mood swings ("mood swings"), vulvovaginal discomfort ("vaginal discomfort"), dyspareunia ("painful intercourse"), hypothyroidism ("worsening of hypothyroidism"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations.") And abdominal discomfort ("lower abdominal discomfort"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, device dislocation, dysmenorrhoea, menstrual disorder, arthralgia, connective tissue disorder, pain, iron deficiency, ovarian cyst, adenomyosis, mood swings, vulvovaginal discomfort, dyspareunia, hypothyroidism, depression, anxiety, alopecia, fatigue and weight fluctuation outcome was unknown and the abdominal pain lower and abdominal discomfort had not resolved. The reporter considered abdominal discomfort, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, connective tissue disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, iron deficiency, menorrhagia, menstrual disorder, mood swings, ovarian cyst, pain, pelvic pain, vulvovaginal discomfort and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, one ovary, uterus, and both fallopian tubes were all removed. Patient's symptom have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Ultrasound scan - in 2015: probable right and left ovarian cysts plaintiff underwent a series of ultrasounds and x-rays, none of which revealed the presence of the right essure coil. Pathology findings from plaintiff´s hysterectomy confirmed the presence of severe endometriosis, ovarian cysts, significant scarring on the fimbriated edge of the left fallopian tube, and the left essure coil, but the absence of the right essure coil, suggesting the possibility that it had migrated somewhere in plaintiff´s body. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("worsening of heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), device dislocation ("absence of the right essure micro-insert, suggested it had migrated somewhere plaintiff´s body/migration of essure device location of device: unknown. Posthysterectomy pathology report revealed that the essure coil from right fallopian tube.") And vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety since 2006 and depression since 2006. Concomitant products included amitriptyline hydrochloride (amitriptylin), bupropion, duloxetine, ibuprofen, lorazepam and sulfamethoxazole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), pain ("severe connective tissue pain/pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), headache ("migraines / headaches"), migraine ("migraines / headaches") and benign neoplasm ("benign tumor/cyst"). On 5-dec-2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations/weight gain / loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain, right lower abdominal quadrant pain"), menstrual disorder ("abnormal menstruation"), arthralgia ("severe joint pain"), connective tissue disorder ("severe connective tissue pain"), iron deficiency ("iron deficiency"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), vulvovaginal discomfort ("vaginal discomfort"), hypothyroidism ("worsening of hypothyroidism"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), abdominal discomfort ("lower abdominal discomfort"), mood swings ("mood swings") and abdominal pain ("abdomen pain"). The patient was treated with vitamins, surgery (total hysterectomy, bilateral salpingectomy and bilateral oopherectomy), surgery (novasure uterine endometrial ablation), surgery (total hysterectomy uterus and cervix removed), bilateral salpingectomy bilateral oopherectomy) and surgery (novasure uterine endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and abdominal discomfort had not resolved, the menorrhagia, dysmenorrhoea, menstrual disorder, dyspareunia, fatigue, vaginal haemorrhage, female sexual dysfunction, abdominal pain and weight increased had resolved and the device dislocation, arthralgia, connective tissue disorder, pain, iron deficiency, ovarian cyst, adenomyosis, vulvovaginal discomfort, hypothyroidism, depression, anxiety, alopecia, weight fluctuation, mood swings, headache, migraine and benign neoplasm outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, benign neoplasm, connective tissue disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypothyroidism, iron deficiency, menorrhagia, menstrual disorder, migraine, mood swings, ovarian cyst, pain, pelvic pain, vaginal haemorrhage, vulvovaginal discomfort, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, one ovary, uterus, and both fallopian tubes were all removed. Patient's symptom have mostly resolved, though some remain. Were you advised of any complications from your essure removal procedure? Yes. A post-hysterectomy pathology report revealed that the essure coil from right fallopian tube was never recovered.this coil wasn?t found when the right fallopian tube was removed. X-rays were taken, post-hysterectomy, but, no sign of the missing coil was ever found. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: resulted in bilateral occlusion of fallopian tubes ultrasound scan - in 2015: probable right and left ovarian cysts plaintiff underwent a series of ultrasounds and x-rays, none of which revealed the presence of the right essure coil. Pathology findings from plaintiff´s hysterectomy confirmed the presence of severe endometriosis, ovarian cysts, significant scarring on the fimbriated edge of the left fallopian tube, and the left essure coil, but the absence of the right essure coil, suggesting the possibility that it had migrated somewhere in plaintiff´s body. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : reporters details added. Concomitant dugs added. Events "abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: mood swings. My depression and anxiety worsened after I had the essure implanted, migraines / headaches dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: benign tumor/cyst, pain, fatigue, weight gain / loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.